Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic was nearly broken from the optic. As a result, lens was removed and replaced with an incision enlargement. Surgery was successfully completed using the back-up lens, same model and diopter. Patient was discharged with no complications. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/25/2018. Device returned to manufacturer? Yes. Device evaluation: a visual evaluation and inspection using magnification was performed. The lens was observed inside the lens case. A detached haptic was observed. Residue of viscoelastic was observed. The customer's complaint was verified. There is no evidence to suggest that the returned lens was affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Corrected data: in follow-up #1 it was reported in the device evaluation comment that the a detached haptic was observed. Residue of viscoelastic was observed. The customer's complaint was verified. What should have been captured is the detached haptic was observed which could be related with the removal process. Residues of viscoelastic were observed. The customer's reported issue of haptic damaged was not verified. However, there was haptic detached verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified.